Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient initially received pain relief, but on about (B)(6) 2016, they felt a loss of relief. After several reprogramming attempts, they got tired of trying and stopped using the therapy. It was noted that the loss of relief was in their back and legs. It was reported that, on (B)(6) 2016, the therapy was working well but the patient had frequent recharging. The issue was noted to be unresolved at the time of the study exit. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient complained of charging daily. It was noted that they were using high intensity settings and this was expected. There was conflicting information, stating that the event occurred on (B)(6) 2019. However, the newer report was that the event did occur on 2016-01-02, which was also the original allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).